Event description:
Information was received from a healthcare professional (hcp). Agent reviewed most restrictive guidelines of the implanted devices must be used. Agent noted for the manufacture devices it appears the spinal cord stimulator (scs) device would be head only eligible at best. Agent asked if caller looking to scan head, caller said no and they want to scan lumbar. Agent asked if related to device/therapy and caller said possibly--caller said pt needs MRI for osteomyelitis and possible infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.